Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker determined that the cause of the reported issue was a failed system pcba. The customer has been advised that their device is not repairable and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not complete boot-up cycle. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker further evaluated the removed system board. It was determined that the diode, designator cr15 had become shorted and caused the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not complete boot-up cycle. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.